Manufacturer narrative:
Based on calibration and qc data a general reagent issue could be excluded.a patient sample was provided and tested at the manufacturer. Upon investigation of the patient sample, an interferent against a component of the reagent was confirmed. The investigation results also suggest the presence of a rarely occurring psa isoform that is not completely detected by the tpsa assay. Together, these findings account for the decrease in tpsa detection.

Event description:
The customer complained of questionable elecsys free psa immunoassay and elecsys total psa immunoassay results for 1 patient sample tested on a cobas e 411 immunoassay analyzer serial number (B)(4). The customer questioned a possible interference in the patient sample. This medwatch will cover the total psa data. Please refer to the medwatch with patient identifier (B)(6) for data on the free psa. The initial total psa result was 0.063 ng/ml with a repeat result of 0.063 ng/ml. The initial free psa result was 0.151 ng/ml with repeat results of 0.154 ng/ml and 0.156 ng/ml. No erroneous results were reported outside of the laboratory. There was no adverse event. The field service engineer (fse) performed an instrument performance check that was acceptable. The instrument was performing within specifications. The investigation is currently ongoing.